Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 8mm, diameter 2.5mm was used to treat lesion in a patient's lcx. It was reported that the stent dislodged during the procedure. Two endeavor sprint stents embolised during attempted delivery to the target lesion, which was a re-stenosed previously deployed stent with a tortuous bend in the proximal lcx. The target lesion was pre-dilated but the physician failed to cross the lesion with the first endeavor spring stent length 14mm, diameter 2.5mm. He then pulled back the device and the stent dislodged on removal. The physician was not aware of the dislodgement until the failed attempt to deliver a second endeavor sprint device length 8mm, diameter 2.5mm. It was felt at the account that the second stent caught in the dislodged first stent resulting in the dislodgement of the second stent (MFR report# 2953200-2009-01830). Both stents dislodged in the left main. The patient was sent to surgery for removal of both stents. The patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(Pt went to surgery to have stent removed) - evaluation results: (dislodgement), (moderately calcified and tortuous vessel).